Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip clip at the grip tip. A piece approximately 0.0755" x 0.0395" was found to be broken off. The broken piece was not returned and missing. Components adjacent to this broken grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument for evaluation. As of the date of this report, the failure analysis testing has not yet been completed.

Event description:
It was reported that during central processing, one of the prongs on the tip of the 8mm medium-large clip applier instrument came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following information based on a follow-up: it was not stated if the instrument was used on the procedure. Patient information was given.